Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that shortly after this right ventricular (rv) lead was implanted, oversensing with no pacing inhibition, was observed. It was found that the lead was dislodged. This lead was subsequently revised and remains in service. Intravenous antibiotics were given, as a result. No additional adverse patient effects were reported.